Event description:
It was reported by the affiliate that during a gastric band procedure, there was a massive escape of pneumoperitoneum when the trocar was pushed laterally. The procedure was completed with a same like device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.